Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the stent dislodged from the rx vision stent delivery system (sds) during preparation. No additional event or patient information is available.

Manufacturer narrative:
Results code: product performance engineering could not determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without any blood visible. There was contrast visible in the inflation lumen. The stent implant was returned in the protective sheath on the stylet. The stent implant was removed from the protective sheath and there was no damage noted to the stent implant. There were crimp marks on the balloon where the stent implant had been between the markers. The balloon was tightly folded. There was no other damage noted to the sds. A laser micrometer was used to measure the outer diameter of the stent implant. These did not meet manufacturing criteria. A pin gauge was used to measure the inner diameter of the protective sheath. This met manufacturing criteria. Product performance engineering reviewed the incident information and analysis of the returned device. It was reported that the stent dislodged from the balloon during preparation. Analysis confirmed that the stent had dislodged and was found inside the protective sheath. Contrast was visible in the inflation lumen, which is consistent with the reported information that the device was prepared for use. There was no observed damage to the stent or the catheter, which indicates that forced removal of the sheath was not a likely cause of the dislodgement. Crimp marks were present on the tightly folded balloon, suggesting the stent was properly positioned at the time of manufacture and the inner diameter of the protective sheath met manufacturing criteria. The stent outer diameter dimension was outside of the accepted manufacturing specification; however, because stent outer diameter is verified 100% at the time of manufacture and units in this lot were all well within the required specification, this most likely occurred at the time of dislodgement as it is expected that the stent would expand during travel over the balloon. In addition, all online testing for the lot in question met stent security criteria, which would indicate the unit had an adequate crimp. Potential causes for this type of event as observed in past incidents may include improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal or forced sheath removal. Unfortunately, none of the information gathered suggests any of these causes is the most likely cause, thus a definitive root cause for the stent dislodgement in this case cannot be determined. A review of the finished device lot history record did not reveal any non-conforming material reports associated with this lot. This MDR is considered closed by the product performance group.